Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated to 300 mg/dl. Troubleshooting with tandem technical support was declined by the reporter. Reportedly, customer's health care provider recommended adjusting the correction factor and changing site to help manage bg levels.